Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and found missing cap and o-rings on the flow sensor. Replaced those parts. The fsr performed the operator verification procedure (ovp) and calibration, all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator had low delivered volumes reading. The customer advised there was no patient involvement associated with this event.